Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer is reporting that a burning smell was detected during a patient procedure. Damage was observed in the center of the treatment tip surface. The treatment was completed by switching to a new tip. No injury to the patient was noted. Evaluation of the returned treatment tip identified the damage on the tip surface as dielectric breakdown.

Manufacturer narrative:
The treatment tip was returned for evaluation. The tip passed flow, leak, and thermistor testing; however, it also failed visual testing due to dielectric breakdown being present. The data card was not returned for evaluation, so it is unclear if any errors related to the tip damage may have appeared during the procedure. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, the root cause of the reported event could not be determined. Both the thermage user manual and technical bulletin instruct the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter.